Manufacturer narrative:
As reported, during the puncture of the patient's right femoral vein, a 10f 11 cm avanti plus sheath introducer broke into two (2) parts upon removal, with one segment remaining inside the vein. The retained fragment was not visible via fluoroscopy, ultrasound, or transesophageal echocardiography and therefore remained lodged in the vessel. The patient was immediately transferred under anesthesia to the cardiothoracic center for surgical removal. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not returned for further evaluation as anticipated. One image was submitted showing a 10f cordis csi with an inserted guidewire and a separated cannula presenting plastic elongations. No other anomalies were observed. The photos/videos do not provide sufficient information to determine whether there is a manufacturing-related issue or not, the information is insufficient to draw any further conclusions. A product history record (phr) review of lot 18448388 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter sheath introducer (csi)-separated¿ was seen during the product evaluation. A separation was noted to the cannula of the device. The root cause cannot be determined with the information provided and the image that was submitted for review. Additionally, no conclusions can be drawn regarding user compliance with the instructions for use. Based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
A product history record (phr) review of lot 18448388 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was not returned.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the puncture of the patient's right femoral vein, a 10f 11 cm avanti plus sheath introducer broke into two (2) parts upon removal, with one segment remaining inside the vein. The retained fragment was not visible via fluoroscopy, ultrasound, or transesophageal echocardiography and therefore remained lodged in the vessel. The patient was immediately transferred under anesthesia to the cardiothoracic center for surgical removal. A photograph has been enclosed for review. The device is expected to be returned for further evaluation.